Manufacturer narrative:
Attempts to gather the information necessary to properly investigate this incident were unsuccessful. Images and system logs were requested, but could not be obtained. The evaluation resulted in the development engineering team unable to reproduce the issue, therefore, the root cause of the reported incident could not be determined. If the issue recurs, another complaint record will be generated to further investigate the problem.

Event description:
A customer reported encountering an incident where a patient¿s data was mixed with another exam. According to the feedback details, an image from a previous study appeared in the next patient¿s exam. The data mix-up was identified by the user and there was no allegation of altered patient outcome as a result of the issue.